Event description:
It was reported that the patient presented in the hospital for a normal follow-up. Externalized conductors via fluoroscopy were suspected. Electrical function of the lead was normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.